Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the patient's device transmissions revealed episodes of non-sustained right ventricular oversensing due to suspected noise. No further intervention was performed. The patient's condition was stable throughout the event.

Event description:
New information noted that the patient's right ventricular lead was explanted and replaced on 7 jan 2021. The patient's condition was stable before, during, and after the procedure.

Manufacturer narrative:
Additional information: b1, b2, b5, d7, h1, h6.

Event description:
New information noted that fluoroscopy imaging was performed on (B)(6) 2020 and no anomalies were noted. Programming changes were made.